Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned separated from the delivery wire. The delivery wire was returned partially loaded in the introducer sheath. Examination of the separation revealed that the delivery wire had broken near the detachment zone. The main coil had multiple kinks and blood was present. No anomalies were noted with the delivery wire proximal contact and the main coil distal tip. Based on the investigation, this issue is associated with a product that meets design and manufacture specifications, but device performance was limited due to procedural factors/operational context encountered during use.

Event description:
It was reported that during advancement of the coil (subject device) through a microcatheter, unexpected movement occurred with another microcatheter. The physician was unable to retract the coil through the microcatheter, so the coil was removed together with the microcatheter. While this was attempted, the coil detached and remained in the hub of the guide catheter. It was removed with a syringe and another microcatheter was used. There were no reported clinical consequences to the patient.

Event description:
It was reported that during advancement of the coil (subject device) through a microcatheter, unexpected movement occurred with another microcatheter. The physician was unable to retract the coil through the microcatheter, so the coil was removed together with the microcatheter. While this was attempted, the coil detached and remained in the hub of the guide catheter. It was removed with a syringe and another microcatheter was used. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device will not be returned.

Event description:
It was reported that during advancement of the coil (subject device) through a microcatheter, unexpected movement occurred with another microcatheter. The physician was unable to retract the coil through the microcatheter, so the coil was removed together with the microcatheter. While this was attempted, the coil detached and remained in the hub of the guide catheter. It was removed with a syringe and another microcatheter was used. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the investigation, this issue is associated with a product that meets design and manufacture specifications, but device performance was limited due to procedural factors/operational context encountered during use.